Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a guidewire break occurred. The lesion was located in the mid right coronary artery (rca), however, the percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unknown. Following placement of an unspecified guide catheter, the choice pt guide wire was advanced without difficulty through the guide catheter. While utilizing fluoroscopic visualization, the physician noted the guide wire had broken at an unspecified location while inside the guide catheter. The guide wire was contained within the guide catheter and the physician was able to successfully remove the guide catheter and guide wire. It was noted that at no time during advancement of the guide wire were excessive forces applied to the device, nor did the guide wire become caught in the lesion or on any other device. A different guide wire was used to complete the procedure and another manufacturer's stent was implanted. No injuries, or patient complications were reported. The patient's status was reported as "good".